Event description:
It was reported that black foreign residue was found inside the bd luer-lok¿ tip syringe. The following information was provided by the initial reporter: "20ml syringe found prior to use by rn containing black residue. Syringe was not used but contents very visible with potential for contamination. Aware of previous notification of debris being found in 50ml syringes".

Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 1335216. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.